Event description:
Boston scientific received information that during an elective device replacement procedure, this defibrillation lead was exhibiting shocking impedance measurements greater than 125 ohms in triad configuration. However, when the system was switched to distal coil to device configuration, shocking impedance was 50 ohms. The proximal leg of the lead was inspected and was unremarkable for any damage. The lead legs were reversed in the device header and impedance was still greater than 125 ohms when checking distal coil to device configuration. The lead legs were switched back and the lead remains implanted with the replacement device. The caller was inquiring about the differences in shocking impedance measurements between the old device and the new device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the differences between legacy devices and the newer generation devices in regards to impedance measurements. The consultant stated that because triad configuration showed an out of range measurement and then the distal coil to device configuration was within normal limits, this may indicate a problem with the proximal coil. This was further supported by the finding of switching the lead legs in the device header, re-measuring the distal coil to device vector and getting an out of range measurement. The caller will discuss the issues with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
--